Event description:
While evaluating a returned battery, it was identified by an authorized technician that the component showed evidence of being faulty. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The device was received by the failure analysis lab with no paperwork specifying a potential allegation associated with the component or customer contact by which information could be obtained. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting the battery was depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. A review of the parameters showed that the battery mode cf flag was set indicating that the component was in need of calibration. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to successfully charge and function in the device, it was noted that the battery manufacturing status cal_en was flagged in reset mode when received and remained unchanged following calibration. Due to this abnormality, the component was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. Furthermore, the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While evaluating a returned battery, it was identified by an authorized technician that the component showed evidence of being faulty. There was no patient involvement.